Manufacturer narrative:
Summary of evaluation the result of the evaluation performed suggests the event was attributed to mishandling during shipping.

Event description:
The reporter states the screw threads penetrated through the plastic wrap. An alternate screw was used. There was no adverse consequence for the pt or delay in surgery.